Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the customer reported a fiber malfunction. It fired once then broke. The issue occurred during a laser lithotripsy procedure. The device was replaced and the intended procedure was completed. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the customer reported a fiber malfunction. It fired once then broke. The issue occurred during a laser lithotripsy procedure. The device was replaced and the intended procedure was completed. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and correction to g2. G2 - checked "other" to add the country canada. Device evaluation found the fiber jacket does not have any visual defects. The proximal handle is intact and the proximal cap is on. The fiber tip appears broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the broken fiber could not be determined at this time. Olympus will continue to monitor field performance for this device.